Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure haptic broken had two separate iol¿s where the trailing haptic was severed off upon implantation into the patient¿s eyes. Lens was explanted at initial procedure due to haptic broken. There was no patient harm. Additional information was requested.